Manufacturer narrative:
It was reported by customer that they were all leaking at the filter site where it meets the tubing. One sample was received for quality evaluation. Visual inspection was conducted and no damages or abnormalities were identified. A bd needleless syringe was used to push fluid through the tubing and leakage was notice at the outlet port of the filter to the tubing. The customer complaint of leakage was confirmed. The root cause for the issue was determined to be an incorrect amount of bonding solvent applied to the union location between the tubing to the filter. A device history record review for model mz9226 lot number 24059449 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.

Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the following verbatim . It was reported by customer that they were all leaking at the filter site where it meets the tubing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.